Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that a 66-year-old male with amics (acute myocardial cardiogenic shock) received impella cp via left femoral access for hemodynamic support. Implant was uncomplicated. Day 1: support initiated and stabilized. Day 2 ¿ hemolysis identified: labs showed elevated ldh, low haptoglobin, and declining hemoglobin/platelets, consistent with hemolysis. The team reduced pump speed (from p-4 toward p-3), continued anticoagulation and trended daily hemolysis markers. Hemolysis improved at lower speed. Day 3 ¿ explant: given ongoing but improving hemolysis, the impella cp was removed without complication. Hemostasis was achieved with suture-mediated closure and angio-seal as per local procedure. Post-explant: hemolysis resolved; no vascular complications reported. Hemostasis is incorrectly chosen. There is no report on bleeding or hemostatic management in this case.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data logs showed pump ran without issue during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis. The p level of the pump was reduced to improve the hemolysis. The patient is in stable condition.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.